Event description:
Provider attempted to inject medication into patient. When this happened, the medication squirted out of small breaks in the syringe. Patient was not harmed, and medication was drawn up with another syringe without issue. Syringe was broken per provider. The syringes ref number is "ref 309657" it also has another number on the wrapper that is (B)(4). The lot has been pulled from use.